Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusion was noted.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt and that the customer experienced high blood glucose levels. The blood glucose reading was 362 mg/dl. Upon troubleshooting, the customer stated that insulin exited the tubing with a manual plunger push, but there was greater than normal resistance during the push. She reported that she had received no delivery alarms for the third day in a row. The blood glucose reading was later 454 mg/dl, which was treated with a manual injection. During troubleshooting, it was found that the insulin pump was working as designed, and insulin did exit during a manual prime. She was advised that the alarm was caused by an infusion set or reservoir occlusion. The blood glucose reading was 402 mg/dl by the end of the call. She stated that she would return the supplies for analysis. After receipt of replacement reservoirs, she noted that she disliked them and preferred the previous reservoirs she had used. None else noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.